Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker could not be fixated after applying torque from the catheter. The device was re-positioned; however, the same issue was observed. The device was not used, and a new one was implanted. The patient was stable.

Manufacturer narrative:
Reported event of positioning failure was not confirmed. Visual inspection of the device found the outer and inner helix to be within spec. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.